Event description:
Attempted to perform a cta of the liver. CT scanner malfunctioned and paused immediately after contrast injection. Machine error code was "gantry can't comply" malfunction caused a loss of the arterial phase of the study. Physician ordered to reinject the contrast. Study was suboptimal because of the additional contrast. Pt was exposed to additional contrast and additional radiation.